Event description:
It was reported by service report that the bed was stuck at high height and would not lower. The motion interrupt pan had damaged holes where the carriage bolts hold the pan to the frame. It is unk if there was a pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: damaged motion interrupt pan hindered up and down motion on the bed, which was found stuck in a high height position.